Event description:
It was reported to boston scientific that prior to an hta procedure while preparing the patient with a para-cervical block, the patient had an allergic reaction. The patient was sent to the e.r., at which time the patient had a seizure. The physician does not believe this event to be related to the hta system.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; as it was disposed of, therefore, a failure analysis is not available. We are not able to determine the relationship between this device and the cause for this event.